Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was observed and attributed to incorrect software installed. The correct software version was installed to remedy the report. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
During training by a zoll medical sales representative, the device displayed a "defib fault 72" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. However, while onsite at the facility, a zoll field representative observed the customer's report. Without receipt of the device, root cause could not be firmly established. Analysis of reports of this type has not identified an increase in trend.